Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported the stimulation is not as effective as it once was. Reprogramming was unable to resolve the issue, and diagnostic testing revealed no anomalies. The pt will be sent for x-rays and consult with her surgeon regarding the next course of action.